Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation for the implant procedure, prior to contact with the patient, the helix of the screw did not extend or retract. The lead was exchanged and the patient was stable.